Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01731.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2009. Alleged fracture." Patient allegedly received an implant on (B)(6) 2009 via right common femoral vein due to high risk for thromboembolic complications. Patient is alleging device fracture. Per an attempted ivc filter removal operative report dated (B)(6) 2009, ¿findings: percutaneous right internal jugular venous access was used to perform an inferior vena cava venogram and attempted removal of a celect inferior vena cava filter. Venogram showed no thrombus in the vena cava or within the filter but there was significant tilt to the filter with an obvious strut fracture of 1 of the legs of the filter. Approximately 2 hours of total operating time and 1 hour of fluoroscopy time was used in attempting to remove the filter, but all attempts were unsuccessful due to ingrowth of the filter into the wall of the vena cava. The procedure was therefore aborted.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿an inferior vena cava filter is seen. The tip of the filter is located below the level of the renal veins. The inferior vena cava filter is tilted with the apex directed towards the right by approximately 25 degrees. The apex of the filter contacts the right lateral wall of the inferior vena cava. Some of the struts are broken. A strut protrudes through the left lateral wall of the inferior vena cava by approximately 8 mm. This strut extends into the abdominal aorta. A strut protrudes slightly through the right lateral wall of the inferior vena cava and is located between the inferior vena cava and right psoas muscle. A broken strut measuring approximately 2.0 cm in length is seen in the anterior aspect of the body of l3. A broken strut measuring approximately 2.5 cm in length is located in the left lobe of the liver probably in a hepatic vein. A broken strut measuring approximately 2.5 cm in length is seen along the dome of the right lobe of the liver which could be located along the periphery of the dome of the liver or which could be located between the liver and the right hemidiaphragm. Impression: an inferior vena cava filter is seen. The filter is tilted as described above. Some of the struts are broken. A strut protrudes through the left lateral wall of the inferior vena cava by approximately 8 mm into the abdominal aorta. A strut also protrudes slightly through the right lateral wall of the inferior vena cava and is located between the inferior vena cava and right psoas muscle. A broken strut is seen along the anterior aspect of the body of l3. A broken strut is seen in the left lobe of the liver probably in a hepatic vein. A broken strut is seen along the dome of the liver which could be located along the periphery of the dome of the liver or which could be located between the liver and the right hemidiaphragm.¿ on (B)(6) 2018, complex ivc filter removal operative report: ¿findings: ultrasound shows an anechoic and compressible right internal jugular vein. Tip embedded celect ivc filter with otherwise normal ivc, small focus of calcified clot contained in the filter apex. The filter is fractured with one fragment in a peripheral left hepatic vein, one fragment deep in an adjacent vertebral body, and one at the inferior margin of the right atrium immediately adjacent to the right hemidiaphragm. After removal, the cavogram shows moderate spasm and a small, calcified nonflow limiting filling defect which represents the previously identified calcified clot associated with the tip of the filter. This was also seen on intravascular ultrasound. The filter was inspected and found to contain all of the components with the exception of the known 3 fractured ones. Left hepatic venography shows the fragment in a peripheral left hepatic vein and is normal after removal. Right hepatic venography in multiple projections shows no intravascular component to the fragment. Ivus shows the above-described nonflow limiting calcified clot at the filter removal site. There is also a small defect in the mastoid intimal hyperplasia at the removal site which is normal for removal of tip embedded filters. The fragment immediately adjacent to the heart was not seen on ivus and may be extravascular. Alternatively, it may be in a tiny very cephalad hepatic vein branch. It does not appear to represent a risk of injury to the patient. It does not appear to be accessible to percutaneous removal. Cone beam CT, done because of aortic penetration of one of the legs, shows the above-described calcified thrombus and is otherwise unremarkable, specifically showing no periaortic or perivenous hematoma. The retained fragment in the spine is noted. Impression: successful complex filter removal using jaws of life technique and hepatic vein foreign body retrieval. Residual fragments in the spine and likely extravascular tissues in the right costophrenic angle region.¿